Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a connectivity issue. The field service engineer stated that device was not connected to land and configured correctly station on line to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a connectivity issue. The customer stated that one of the station unplugged for a couple of months and now it cannot be connected to the network, causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.